Event description:
A nurse reported a patient who experienced 3-d vision following bilateral intraocular lens (iol) implants, impacting her ability to work. In a f/u, a nurse reported bilateral yag capsulotomies were performed. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary. The product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. Attempts have been made to obtain add'l info by phone, fax and mail. A completed questionnaire has not been received. (B)(4).